Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Intraoperative balloon overinflation caused dissection in the aorta. Use of device in short aortic neck length and bilateral percutaneous access for this case is off-label per indications for use.

Event description:
Patient reported to have a short reverse conical aortic neck (off-label), a larger 6.5cm distal aneurysm and a smaller 3.4cm proximal aneurysm with non-aneurysmal aorta between. The physician used a bilateral percutaneous approach (off-label). Patient presented with a single (right) kidney so the physician cannulated brachially in an effort to protect it. On (B) (6) 2010, patient implant of a bifurcated device 28-16-120bl and a 34-34-100rle with a pre-planned aortic stent. The aortic stent moved down approximately 6cm. A second aortic stent was used which moved down approximately 4cm. The physician ballooned proximally in an attempt to resolve a type I endoleak. A final angiogram was taken and it was noted there was extravasation of the proximal aorta due to balloon overinflation. The patient was closed because the physician thought the extravasation was not significant. When the physician removed the sheath from the brachial artery, it was noted that the hand was blue w/ no pulses. The arm was opened to resolve the dissection. Post-implant approximately 3 hours later, the patient complained of back pain pressure and her hematocrit dropped; at this point the patient was not discharged. The physician converted to open repair and found no significant hematoma. The devices were explanted and the physician placed a tube graft. This procedure lasted approximately 2 hours. The cross clamp on the aorta was removed and the patient's blood pressure dropped. The physician reported that the patient died of hypotension, cardiac failure, and ruptured aaa. The explanted stent grafts were not available; the patient had hepatitis c.